Event description:
The patient was revised because of wear on the back side of the patella.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The initial reporting stated the products are not suspected of failing to meet specifications. The investigation could not verify or draw any conclusions about the reported polyethylene wear; however, polyethylene wear after twenty-one years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated.